Event description:
Information was received from a company representative (rep) that the implantable neurostimulator (ins) was turning itself off. The mdt data showed no evidence of a power on reset (por), out of regulation (oor), or loss of therapy due to a low battery. The recharging behavior looked very good. No possible malfunctions of the ins were found. There was no patient harm or injury. The indication for use included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.